Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event of occlusion with an infusion set and was alerted by an occlusion alarm. The insulin never came out the tubing . The insulin was pooling inside the infusion set. The event occurred during the filling of tubing. Patient took a correction injection via mdi and pump once the pump was connected. Pateint also had trace amount of ketones which were not dangerous/life threatening. Patient changed soft cannula infusion set only and resumed insulin. No further information available.